Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by cleaning the manifold, low conc waste, upper (rohs) which was clogged and caused leaking from the instrument. The fsr also replaced the ict aspiration pump. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the manifold, low conc waste, upper (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the manifold, low conc waste, upper (rohs) was identified.

Event description:
The customer observed discrepant sodium results generated on the architect c8000 processing module for two samples. The following data was provided: sid (B)(6) initial result = 160 mmol/l, repeat on another analyzer = 141 mmol/l sid (B)(6) initial result = 117 mmol/l, repeat on another analyzer = 142 mmol/l additionally, the customer noted she was getting error codes 5605 (unexpected sensor status while moving ict aspiration pump to upper limit and 1603 (unable to calculate result, ict reference solution voltage drift exceeds 3mv) on the instrument. Quality controls were within range in the afternoon and when repeated were out of range. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant sodium results generated on the architect c8000 processing module for two samples. The following data was provided: sid (B)(6) initial result = 160 mmol/l, repeat on another analyzer = 141 mmol/l. Sid (B)(6) initial result = 117 mmol/l, repeat on another analyzer = 142 mmol/l. Additionally, the customer noted she was getting error codes 5605 (unexpected sensor status while moving ict aspiration pump to upper limit and 1603 (unable to calculate result, ict reference solution voltage drift exceeds 3mv) on the instrument. Quality controls were within range in the afternoon and when repeated were out of range. No impact to patient management was reported.